Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was broken and it was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring - missing customer returned pump for alleged moisture damage, unexpected battery power loss and cosmetic damage located at a unspecified location found on jan 31, 2020. Pump received with a missing retainer ring. Pump was unable to perform the displacement test. Pump failed sleep test, active current test and self test due to corroded battery tube and moisture damage on electronic assembly. Pump error 75 alarmed during self test. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download, however, pump error 75 (power supply test alarm) was found during testing on apr 12, 2022 at 13:55 due to a corroded battery tube and moisture damage on electronic assembly. Additionally, pump error 63 variable 13 was found in the pump history download due to a arm watchdog failure. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, serial label damage, corroded battery tube and minor scratches on lcd window. In summary customers alleged exposed to moisture and cosmetic damage located at an unspecified location was confirmed. Moisture damage was found on the electronic assembly and cosmetic damage was found at various locations. Customers alleged unexpected battery power loss was not confirmed during testing. Additionally, pump error 75 was found during testing due to moisture damage on electronic assembly as well as pump error 63 due to a arm watchdog failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.